Event description:
An alarm was reported by the caller, indicating an earlier occlusion event. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin use. Despite experiencing recurring occlusion issues, the caller declined additional assistance, leading technical support to close the case.